Event description:
"E" was initially received via regulatory authority (food and drug administration on 28-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 713453) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included lisdexamfetamine mesilate (vyvanse) and prenatal vitamins. On( B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year after insertion of essure, the patient experienced abdominal pain (seriousness criteria disability and intervention required), hormone level abnormal ("low hormone levels which required replacement therapy"), abdominal distension ("bloating"), alopecia ("severe hair loos"), rash ("unexplained rashes on my torso, thighs and upper arms"), galactorrhoea ("lactation from one of my breast (not pregnant)"), menorrhagia ("heavy periods"), amenorrhoea ("unpredictable and missed periods"), insomnia ("insomnia"), mood swings ("mood swings"), depression ("depression"), weight increased ("weight gain") and attention deficit/hyperactivity disorder ("childhood adhd (attention deficit/hyperactivity disorder)"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, hormone level abnormal, abdominal distension, alopecia, rash, galactorrhoea, menorrhagia, amenorrhoea, insomnia, mood swings, depression, weight increased and attention deficit/hyperactivity disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, amenorrhoea, attention deficit/hyperactivity disorder, depression, galactorrhoea, hormone level abnormal, insomnia, menorrhagia, mood swings, rash and weight increased with essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079172) on 28-aug-2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (batch no. 713453) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid; biotin; minerals nos; nicotinic acid; retinol; tocopherol; vitamin b nos; vitamin d nos (prenatal vitamins) and lisdexamfetamine mesilate (vyvanse). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria disability and intervention required), abdominal distension ("bloating"), alopecia ("severe hair loos"), rash ("unexplained rashes on my torso, thighs and upper arms"), galactorrhoea ("lactation from one of my breast (not pregnant)"), menorrhagia ("heavy periods"), amenorrhoea ("unpredictable and missed periods"), insomnia ("insomnia"), mood swings ("mood swings"), depression ("depression") and attention deficit/hyperactivity disorder ("childhood adhd (attention deficit/hyperactivity disorder)") and was found to have hormone level abnormal ("low hormone levels which required replacement therapy") and weight increased ("weight gain"), 1 year after insertion of essure. The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, hormone level abnormal, abdominal distension, alopecia, rash, galactorrhoea, menorrhagia, amenorrhoea, insomnia, mood swings, depression, weight increased and attention deficit/hyperactivity disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, amenorrhoea, attention deficit/hyperactivity disorder, depression, galactorrhoea, hormone level abnormal, insomnia, menorrhagia, mood swings, rash and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.